Manufacturer narrative:
Claim#(B)(4).

Event description:
The reporter indicated that the surgeon implanted that the surgeon implanted a 12.6mm vicm5_12.6; -7.50 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. The patient experienced low vaulting. Intraoperatively the lens was removed and on this same date replaced with a longer length lens and the problem was resolved.